Event description:
It was reported that the pump battery could not be charged with the tandem-provided charging cable and charging pad. Reportedly, the customer was also using a non-tandem provided wall adapter to charge the pump. Tandem technical support advised customer against using third party charging supplies to charge the pump. New charging supplies were sent to the customer and the customer was able to successfully charge the pump. There was no adverse impact to the customer's blood glucose level.